Event description:
During an intramuscular administration of a medication using a 3ml vanish point retractable syringe, the clinician initially noted some resistance and then felt plunger release prematurely. It was noted that some of the medication remained in the syringe after the needle was retracted.